Manufacturer narrative:
Additional information: as received, a partial lead was returned in two pieces. Visual analysis found the lead to be compressed and a break in the insulation consistent with clavicle crush damage. All lumens were found to be breached with procedural damage noted on one of the etfe cable coating of the re conductor cable. The ptfe liner was found to be abraded due to clavicle crush forces exposing the inner coil. The reported event was isolated to the exposure of the inner coil in the clavicle crush region.

Event description:
During follow-up, oversensing due to noise on the right ventricular (rv) lead was noted. The rv lead was explanted and replaced to resolve the issue. The patient was in stable condition.